Event description:
Procedure type: gastric bypass. According to the reporter: the procedure occurred without problems and the staple line was ok; but, the pt suffered a fever and discharge after the intervention and was operated on again 24 hours later. During the second intervention it was noticed that the anastomosis at the foot of the loop presented leaks along the lateral suture that was created with an (B)(4). The staples were properly formed and the intestine was not torn but its contents were filtering between both intestinal walls along the intact sample line. The anastomosis was redone with a manual suture which eliminated the problem. The pt had to go through a second surgery. The pt is in stable condition.

Manufacturer narrative:
(B)(4).